Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that the shock impedance has gradually been trending upwards since implant. Over the last year, the impedance increased from around 105 ohms to around 140 ohms. Technical services discussed possible causes for the gradual increase in shock impedances and also provided troubleshooting options. Additional information was received that the physician planned to bring the patient in for a routine follow-up in a few months, and will determine next steps at that time. No further actions were taken. This implantable cardioverter defibrillator (ICD) remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that this patient was scheduled for a device upgrade. It was noted the lead diagnostics looked good with the exception of the shock lead impedance, which was usually between 135-145 ohms. It was discussed the high shock impedance could be due to calcification on the proximal coil. It was recommended to test the associated rv lead prior to the upgrade to determine if the lead should be replaced. Further information was provided that defibrillation threshold (dft) testing was performed prior to the upgrade, and the patient was successfully converted with a 41 joule shock. The rv shock impedance was 113 ohms. This implantable cardioverter defibrillator (ICD) was then explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). The associated rv lead was connected to the new crt-d, and the shock impedance measured at 100 ohms. No additional adverse patient effects were reported.